Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. An unused 23 gauze probe manifold was returned and visually inspected. The gray line on the probe manifold was observed to be detached from the probe engine. Upon visual inspection of the probe port and the detached gray line, it was determined that insufficient adhesive had been used during the wetting of the pneumatic tubing with solvent prior to its insertion to the probe engine. The root cause of the customer's complaint is consistent with a manufacturing error than can occur during the wetting of the pneumatic tubing with solvent and subsequent insertion to the probe engine. In order to mitigate the occurrence of this type of event, during the manufacturing process, in-process checks during assembly and after final assembly are utilized to help screen out this type of defect from occurring. After investigation of this complaint no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a connector was detached during surgery. The procedure type was unknown. The surgery was completed on the same day after replacing the product with another one. There was no patient impact.